Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 or pump error 53 or pump error 4 noted during testing, however pump error 63 (variable 3) and pump error 53 line number=24576 file number=146 was present in the pump trace download, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to complete pump rewind. Customer assisted with self test and it was not passed. The insulin pump will be returned for analysis.